Event description:
Impedance during cardioversion >2000 ohms initially reported. Device subsequently returned for no output, high impedance, and during dft testing, would not deliver t-shock but would deliver cardioversion. Device tested out of specification during manufacturer's analysis.